Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks due to t-wave oversensing (twos). Twos also caused lead integrity alert (lia) to be triggered for sensing integrity counter (sic). Patient ultimately had an episode that was initially withheld by t-wave discriminator, but because twos is intermittent, t-wave quit withholding. The device was reprogrammed. The device and lead remain in use. No further patient complications have been reported as a result of this event.